Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by our patient that "I have a hip replacement that was part of this recall. A recent test shows I have high levels of chromium and cobalt in my blood and MRI shows tissue and fluid built up. I am in constant pain and need revision surgery. The surgery has been scheduled for (B)(6) 2022. Doi: unknown; dor: (B)(6) 2022; unk hip.